Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the biopsy channel leaking while the user was handling the device, and water invaded the scope connector, causing abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that instrument channel failed leak test and there was a cut of charge coupled device shrink tube which caused the device to fail the electrical conduction test. There were dents on the scope insertion tube and the light guide tube. The scope connector fluid was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had poor image quality with flickering. The issue was found during inspection for use. Inspection and testing of the returned device found that no image occurred. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.